Event description:
It was reported that the patient experienced recurrent low glucose episodes while using a dexcom g7 with the ilet system, including readings down to 62 mg/dl, which the patient states commonly occur during sleep; the patient treated with oral glucose and had taken peanut butter crackers before bed, and there was no identified device malfunction due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information on a device component and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.